Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical devices: unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02605. Operative notes were not provided; xrays were provided and reviewed by a healthcare professional. The xray was taken one month prior to the revision surgery. Multiple hyperdense foci within the joint space consistent with fracture of the ceramic acetabular implant. No indications of subluxation or dislocation. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film. However, visually, the acetabular cup appears to be in appropriate position. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to subluxation. Attempts have been made and additional information on the reported event is unavailable at this time.